Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that the pt's reason for call was to inquire if it's safe for pt to have an MRI scan. Agent walked pt through how to activate MRI mode on the call to check MRI eligibility. When attempting to connect with pt's ins initially on the call pt made a comment that "sometimes I have a hard time finding it". Pt successfully connected with ins on the call, then reported getting por message and to check device battery level. Pt stated they last charged ins last monday. Agent reviewed how to check ins battery level and pt dismissed por message and confirmed ins battery level was 80%. Pt successfully activated/deactivated MRI mode on the call. Agent tried to inquire if today was the first day pt saw por message and pt stated "I guess", but that they have never really paid attention to it. Agent did not ask about the circumstances that led to the reported issue. The troubleshooting steps that were taken on the call resolved the issue. Pt stated their doctor that implanted their device has moved locations and pt has seen a number of physicians since then and now sees a new doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.